Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "explant of my recalled allergan breast implants, ruptured" and "silicone spilled into my chest cavity." The patient additionally reported having "health issues;" this event is not related to the device. Device has been explanted.